Event description:
It was reported that it was detected a short circuit on the device. No patient was involved.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "short circuit" error message was confirmed. Product failed functional testing with a short circuit error on port b only. Cause of error is a shorted electronic component on the main digital pcb. Burnt smell was caused by a burnt resistor and 4 shorted out transistors on main pcb. Product passed functional testing with a known good main pcb installed. Factors which can contribute to component failure are a shorted out mdu or plugging in a wet mdu connector into a port. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.